Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Customer's blood glucose level was 330-400 mg/dl. Prior to troubleshooting with tandem technical support, customer performed a supply change to address the issue. Customer was using fiasp insulin. Tandem technical support educated customer on cartridge/insulin labeling.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.